Event description:
Additional information received reported that per the physician, the cause of event was due to migration.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the possible stent graft migration leading to proximal type I endoleak was due to neck dilatation.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that patient presented to the emergency room with abdominal pain. CT scan revealed an 11 cm aneurysm with a proximal type I endoleak. An intervention was performed. The physician implanted another manufacturer's bifurcated device and covered stents using the chimney and snorkel technique. The proximal type I endoleak resolved. The cause of event was unknown as the initial implant was done else where. Per the physician, the event was related to the procedure. No additional clinical sequelae were reported and the patient status is fine.

Event description:
Additional information received reported that the stent graft had migrated just 2 to 3 mm.